Event description:
A malfunction on the pump was reported by the caller, who did not experience any notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After resetting, the malfunction code did not recur, and the customer was instructed to continue using the pump and call back if any issues reoccurred.